Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, which had occurred at least three times. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.